Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
The surgeon reported that the screw was inserted ok but on tightening it could not be tightened a much as the surgeon wanted, neither could the screw be removed. The surgeon noted damage to the end of the screw, which is likely to have occurred during tightening.

Event description:
The surgeon reported that the screw was inserted ok but on tightening it could not be tightened a much as the surgeon wanted, neither could the screw be removed. The surgeon noted damage to the end of the screw, which is likely to have occurred during tightening.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.